Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 38 motor stall alarms despite multiple restarts and a full supply change, with persistent alarms confirmed after new supplies arrived; the user transitioned to a replacement pump and returned the prior unit, and backup therapy with subcutaneous insulin injections was used. Symptoms included hyperglycemia, with a reported peak blood glucose of 392 mg/dl for approximately seven hours, without ketone testing, medical intervention, or acute complications. Outcomes included interruption of insulin delivery requiring alternative therapy and device replacement. Investigation included technical troubleshooting and education on supply replacement and device shutdown, as well as assessment of alert recurrence after new supplies. Investigation of this case revealed a consecutive motor stall malfunction associated with the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.